Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image had snowflakes. Based on the results of the investigation, it is likely the reported no image occurred due to a damaged circuit board and the discovered image with snowflakes occurred due to a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue was found during set up. There were no reports of patient involvement.